Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's recharger was not working. Patient clarified recharger was not charging, the battery indicator lights are rapidly scrolling up and down, and the recharger will not power on. The recharger had been charging fine and they left recharger on the docking station like they were told and reported when they went to take recharger off dock on friday it was not charging but the battery lights were rapidly scrolling. Patient confirmed correct thick white charging cord for docking station has been plugged in. The cord was kind of loose so they are not sure if this is an issue with the cord. If the patient moved the cord the lights would stop and would all go off like it's not connected at all, but then if cord is in a certain position "and working the lights are just running." Patientconfirmed green light was present on docking station during the call. On the call recharger battery lights were rapidly scrolling up and down. Patient reset recharger while on dock during the call but stated nothing changed (lights continued rapidly scrolling). On the call when resetting recharger on the dock that the recharger power went off while on dock but then later stated lights started rapidly scrolling again. Patient reported recharger would not power on. Patient reset recharger off the docking station. All recharger lights were out when off docking station. Patient stated resetting recharger off docking station on the call did not resolve the issue. They probably charged last about two weeks ago. Patient reported they "can't pee right" because they need to charge their ins. Patient stated "when it's low I can tell because my pee is kind of strong" so patient stated they noticed they need to charge their ins but are unable to due to this issue. They have had a couple storms and stated they wonder if the way the recharger docking station cord was hanging down was pinching it or stated they wonder if recent storms "power surged it" as patient stated they don't think docking station is getting consistent power. Patient requested all recharging equipment replaced. The issue was not resolved through troubleshooting. An email was sent to the repa ir department.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6). Product type recharger h3: analysis of the wireless recharger (s/n: (B)(6)) revealed that no anomalies were visually observed. The device was found to be unresponsive and the patient's complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs, this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.